Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was enrolled in the study in 2008, with a lesion in the right carotid artery. The lesion has 99% stenosis and was eccentric and 30mm in length. The vessel was 8mm in diameter. The lesion was pre-dilated and an angioguard was placed. Then, a precise stent was implanted. The procedure was completed without any noted complications. Two days post index procedure it was noted that the pt experienced an ischemic stroke and stent thrombosis. It was noted that the pt expired.